Manufacturer narrative:
(B)(4). Lot gd899344 was manufactured from: 04/14/2015 - 04/22/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. The patient stated that the sponge had white spots on the tips and edges, which indicated inadequate iodine. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.